Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 1060 mg/dl. It was stated that the customer changed the infusion set prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the self-test. No leaks were found. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.